Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pushwire and pipeline were returned for evaluation without catheter. The pipeline was not attached to the pushwire. The ends of the pipeline were found opened with damaged braid. The tip coil appeared to be stretched. No other anomalies were observed. There are two other complaints reported against the lot number for similar issues. Based on the above findings, the customer's report could not be confirmed. The returned pipeline was fully opened with damaged braid. It is likely that the damaged braid may have contributed to the reported issue. The tip coil was also damaged. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received information as follows during treatment of a left unrupture saccular aneurysm with a pipeline flex (ped-500-35) was deployed to the ica cavernous segment, where carotid-cavernous fistula (ccf) was present, without any problem. Subsequently, two telescopic stenting was planned to reduce the flow efficiency to the ccf, so the physician tried deploy 3 more pipeline flex [ped-500-35 (MDR MFR# 2029214-2015-00261), ped500-25 (MDR MFR# 2029214-2015-00261), and ped500-25 (MDR MFR# 2029214-2015-00262)] inside the first pipeline flex. However all three pipeline flex devices had the same problem of distal part of the devices could not be open properly despite all maneuvers, therefore the physician removed the devices by resheathing and removing the device.the physician suspected device failure as the cause for the pipeline not opening because all three devices did not open outside the patient. Rebar microcatheter was used in this procedure. The devices were removed and transvenous coiling was performed to occlude the ccf. Another pipeline flex (ped-500-20) was used to stabilize a stretched coil at the end of the procedure (placed to cervical-petrous segment of ica) without any problem. It was reported that the artery sizes were 4.7 mm and 5.2 mm distal. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Our outside the united states label indicated the pipeline¿ flex embolization device is intended for endovascular embolization of cerebral aneurysms. The physician used the device to treat carotid-cavernous fistula. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. Same event as reported in MDR MFR# 2029214-2015-00260 and 2029214-2015-00262 (B)(4).